Manufacturer narrative:
Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 3129938. The batch history record review for batch 3129938 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on batch 3129938 for contamination. Retention samples from batch 3129938 (100 tubes) were available for inspection. No media defects were observed in 100 retention samples. Ten uninoculated retention tubes were placed into incubation to test for contamination. Five tubes were placed into the 20 to 25 degrees celsius incubator and five tubes were placed into the 33-to-37-degree celsius incubator. At seven days incubation, there were no traces of growth in the incubated retention tubes. Photos nor returns were received to assist in the investigation of this batch. Batch 3166555. The batch history record review for batch 3166555 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on batch 3166555 for contamination. Retention samples from batch 3166555 (100 tubes) were available for inspection. No media defects were observed in 100 retention samples. Ten uninoculated retention tubes were placed into incubation to test for contamination. Five tubes were placed into the 20 to 25 degrees celsius incubator and five tubes were placed into the 33-to-37-degree celsius incubator. At seven days incubation, there were no traces of growth in the ten incubated retention tubes. One photo was received to assist in the investigation of this batch. The photo showed a rack of tubes in the background and one handheld contaminated tube of batch 3166555. No returns were received to assist in the investigation of this complaint. Batch 3129938 cannot be confirmed for contamination due to there being no verification of the batch nor defect. Batch 3166555 can be confirmed for contamination from the photo received. This complaint can be confirmed based on the evidence provided by the photo. No trend identified. Bd will continue to trend complaints for contamination.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml fungal contamination was observed prior to use. The customer indicated this occurred in 100 tubes. There was no report of impact on the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml fungal contamination was observed prior to use. The customer indicated this occurred in 100 tubes. There was no report of impact on the patient or user.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml fungal contamination was observed prior to use. The customer indicated this occurred in 100 tubes. There was no report of impact on the patient or user.

Manufacturer narrative:
An additional batch number was observed in the provided photographic evidence during investigation. The following fields have been updated with additional information: d4. Medical device lot #: 3166555. D4. Medical device expiration date: 15-dec-2024. H4. Device manufacture date: 15-jun-2023.